Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) switched into safety mode, a device status that permanently limits available therapy to specific settings. Loss of capture occurred, and the patient ended in the emergency department due to cardiac arrest. A temporary pacing system was used. Subsequently, this device was emergently explanted and replaced, and it is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. This device was thoroughly inspected and analyzed upon receipt. Visual inspection identified no anomalies. Review of device memory confirmed the device recorded three low lv pacing rate system errors within 48 hours, moving the device appropriately to safety mode operation. Detailed analysis determined low lv pacing rate system errors were caused by a timing interaction with specific device programming (lv offset at +30 ms or greater with rvat tests enabled) and when atr entry criteria are satisfied.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) switched into safety mode, a device status that permanently limits available therapy to specific settings. Loss of capture occurred, and the patient ended in the emergency department due to cardiac arrest. A temporary pacing system was used. Subsequently, this device was emergently explanted and replaced, and was returned for analysis. No additional adverse patient effects were reported.